Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# va1lmtu037 product type lead product ID 977a260 lot# v a1eaxv024 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported adding burning sensations along the lead on the head. The rep couldn't see that the impedances were much more different than the last time. The first troubleshooting at the clinic was at 2019-06-07 with the rep. There was no burning sensations at all during recharge procedure. It was reported that the patient didn't have any falls or accidents. The first shocking sensation was felt while driving the family's car. There was a report that the shocking sensation was only present when the implantable neurostimulator (ins) was on and now the burning sensations were turning up. The patient felt that the heat feeling with all of the programs. Reprogramming was performed but since this was an occipital neurostimulator stimulator on the head, they couldn't use too many of the electrodes. Additional information received reported that there was burning sensation at the lead head. The cause of the burning sensation was u nknown. A reprogramming was suggested and now that it was performed, the clinic and the patient were evaluating it. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative reporting that the hcp called them on (B)(6) 2019. The patient was feeling burning/heating sensations along the right lead on the head. The manufacturer representative asked the hcp/patient to totally put stimulation off and schedule for a new troubleshooting as soon as possible. The mdt data did not show any anomalies or dysfunction. A week later the surgeon was working for a replacement of the lead, or maybe both leads, during (B)(6) 2019. This was because of the electrical sensations of heating and burning on the head, neck and shoulder. The device cannot be reprogrammed to get a good stimulation any more.

Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that the patient experienced a stubbing/shock sensation when the ins was on. No adverse feelings were reported when the ins was off. It was noted that the patient did not fall and no accident was reported. Impedances were checked and no anomaly was identified. The ins was functioning as intended. Additional information was received from the manufacturer representative reporting that the cause of the event was not sure, but the patient received botox infections at the backside of the head close to where the leads were placed. The action taken to resolve the event was the device was reprogrammed with a c-program which the patient was going to test. The patient did have the opportunity to switch programs and adjust the amplitude. The patient was going to call the clinic if something was not good or happened. The event resolved, the patient confirmed this. It was noted that the patient's weight was normal. No further complications were reported or anticipated.